Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was recovered from the event, reported as three days after event onset. Pd therapy was ongoing. No additional information is available.